Manufacturer narrative:
Continuation of d10: product ID tm90t0. Serial# (B)(6): product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 21-mar-2025, UDI#: (B)(4). H3. Analysis of the communicator found micro usb charge port is loose, failed battery charging bench test, and corrosion on board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reporting that they called the other day and a 'controller' was ordered but, they actually need the communicator, not the handset. Patient stated the communicator would not charge since monday when they tried to give their second bolus. Patient stated they tried changing the charging cable but, issue did not resolve. Patient denied communicator having damage to the port and denied being dropped/wet. Patient stated the communicator plugs in, blinks orange, and then shuts off. Agent sent request to repair to replace the communicator.